Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-512a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the output window area appears depressed; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing open end appears severely scratched. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @316,459 joules of use and 33:20 minutes, "fiber broke after coagulation usage." The procedure was completed using a second fiber. "No injuries occurred to the patient" was reported.